Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device was cutting in and out and heating up. During service and evaluation it was observed that the device cable/cord/wiring was damaged, there was damage from fluids (motor and controller are defective), the connector cover was missing, the hose was worn, the machine stopped suddenly, and an e6 error code was displayed on the console. It was not reported that the device was used in a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.